Event description:
Reporter indicated that vns pt had passed away. Physician indicated that pt's death was not related to vns, but due to a "bad brain". There is no evidence at this time that the vns therapy system caused or contributed to the reported event.